Event description:
It was reported that during a follow up visit it was revealed that the right ventricular (rv) lead exhibited rising threshold and rising impedance since implant. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).